Manufacturer narrative:
The reported event for inoperable ipg were not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. During the ipg replacement on (B)(6) 2024, system diagnostics recorded high impedances. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.